Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and providing information regarding the unit. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a nbp pump. As the device has reached end-of-life (eol) status 2025-12-31, repair services are no longer supported. The issue was addressed by providing the customer with relevant information and providing the customer parts supply information. The customer will take responsibility for repair or further troubleshooting due to the device being end of life/end of support. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a nbp-pump. As the device has reached end-of-life (eol) status, repair services are no longer supported. The issue was addressed by providing the customer with relevant part information. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the nbp pump assembly was giving really bad readings. The device was not in use on a patient at the time of event, there was no adverse event reported.